Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: h6, h11: this report is being supplemented to provide additional information based on the customer provided culture results, cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided the following culture results: sampling date: (B)(6) 2023 sampling from: unknown. Cfu: 0.8cfu/ml. Bacterial identification: escherichia coli. Upon review of the user provided facility cleaning disinfection and sterilization practices (cds), it was confirmed that there were no obvious deviations from the reprocessing procedures in the instruction manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed, as the scope was not microbiologically tested. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.